Event description:
A us distributor reported that a patient was receiving a service code.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt had non-functional ecgs. The cause for the non-functional ecgs was isolated to wires being broken in the ECG cable. The root cause for the damaged wires cannot be positively identified. There was no adverse event that resulted from the damaged belt.